Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745nt, serial: (B)(6), product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s, serial: (B)(6), product type: 0213-recharger brand name ; product ID 97745nt, serial: (B)(6), product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was caller stated that they have been having issues with their controller lately. Caller stated that yesterday they were charging their implant and the controller went white. Caller reset the controller and tried to charge again, but the screen went white again. Caller noted that it took a couple times to get the implant charged. Caller added that this wasn't the first time this has happened giving the event date of a couple months ago. Caller added that sometimes when they turn the controller on to check the battery status, it's kind of like vibrating and making a little bit of noise. Agent had caller examine the equipment for damage; caller noted no visible damage. Caller mentioned that they had been talking to their medtronic rep about how the paddle on the recharger seemed like it was warm to the touch during or after a recharge session. Caller confirmed it was warm but not hot to the touch. Agent reviewed temperature conside rations with caller and reviewed how to change recharging speed. The issue was not resolved. An email was sent to the repair department to replace the controller.

Event description:
Additional information was received from a patient (pt). It was reported that the issue has not been resolved and the device was still getting warm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.